Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was watching tv and waiting for a delivery when he got a reading on his cgm of 258 mg/dl. The patient had no symptoms of a hyperglycemia and without confirming his glucose level with a fingerstick, he gave himself 16 units of insulin through his pump. The patient loss consciousness at an unknown point after this but was found but the delivery guy one hour after the additional insulin was given. The delivery guy called an ambulance and when the paramedics arrived at the patient¿s house, he was given an intravenous saline solution. The patient was then brought to the emergency department where he received four apple juice and two cups of apple sauce. The bg value was reading 42 mg/dl at that moment, and it was at this moment the inaccuracy was noted with the cgm value of 250 mg/dl. After treatment the bg was reading 113 mg/dl, and after 2 hours the patient was discharged. At the time of the report, the patient was feeling okay but was still exhausted. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.